Event description:
Facility's clinical nurse mgr reported one occurrence of inaccurate fluid removal on a prisma machine. The pt was in continuous veno-venous hemodiafiltration mode at the time of this incident. According to facility's clinical nurse mgr the prisma machine had been operating well for 36 hrs with the fluid removal rate set at 50ml/hr. Between the hrs of 19:00-20:00, the machine removed 200ml/hr and between the hrs of 20:00- 21:00 the machine removed 82ml /hr. At about 21:00, facility's intensive care nurse assigned to care for this pt noticed the pt's ventilator tubing lying across the effluent scale. The tubing was removed and the fluid removal reading normalized. The prisma removed the correct amount of fluid for the remainder of this pt's treatment.